Event description:
It was reported that patient underwent hip arthroplasty in 2007. Subsequently, the patient was revised in 2008 and the cup was removed. The reason for the revision is unknown. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.